Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor displayed a message requesting she call zoll for service. Zoll customer support reviewed her download. The download revealed several instances of service codes 107. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon eval the trunk cable connector was damaged, exposing wires. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. The electrode belt was otherwise fully functional. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.